Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. Based on the results of the investigation, it is likely the user¿s understanding on device handling/reprocessing steps was different from recommendation by olympus. However, a definite root cause that led to the malfunction could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. The instruction manual states the preventative measures associated with the event in "IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that gastrointestinal videoscope had a delay in reprocessing. There were no reports of patient harm.